Event description:
It was reported that the electrical-only medical device connection cable, reusable had a spark and smoke as the cautery cord appeared to explode at the end plugged into electrosurgical unit. The issue was found during a transurethral resection of prostate gland procedure, which was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to the cord was found to be completely broken at the plug (male connector) for the electrosurgical generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.